Event description:
It was reported that the programmer was overheating. The programmer was returned for service. There was no indication given as to any patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, but the power supply was replaced as a preventative measure. It was noted that an error was in the error log, as a result the link electronic module (lem) circuit board was replaced and calibrated, and the system fan was intermittently noisy. (B)(4).